Manufacturer narrative:
An event of use-related tissue damage and pericardial effusion was reported. Reportedly, the patient required pericardiocentesis and surgical intervention to treat the perforation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer muscular vsd occluder was chosen to close a ventricular septal defect using a 6f amplatzer torqvue delivery system. Heparin was administered, and the patient's activated clotting time (act) level was 230 seconds. Closure of the defect was performed without difficulty implanting the device. On echocardiographic review, a pericardial effusion was evident. A perforation of the right ventricle in the anterior area was noted. Pericardiocentesis was required for the pericardial effusion, and 160cc were drained. Open heart surgery was required to repair the perforation. The physician believed that the pericardial effusion was possibly caused by the non-abbott catheter or abbott guidewire used to access the right ventricle. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.